Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Only part of the tap was returned for evaluation. The tip of the tap and the locking nail were not returned. The evaluation performed was for the returned portion of the tap. The returned portion was examined with magnification. The tap had light wear near the quick connect and along the shaft; markings appeared somewhat faded. The tap was missing a portion at the end opposite the connector; this end terminated in a fracture plane. The fracture plane was slightly oblique to the axis of the device. This fracture plane was largely flat with slight texturing and no signs of ductility. The returned portion was measured, and it was determined the overal measured length was 6.557 inches with the missing tip length calculated at 1.123 inches. An oblique fracture plane with light texturing and no notable ductility likely indicates a brittle failure mode. Brittle failure modes most commonly occur due to overtorquing events (large torques applied suddenly) or overloading (large forces applied, potentially off-axis); however, due to unknown procedural conditions, no definitive conclusion can be made.

Event description:
The surgeon used the polarus3 nail(4002-10220-s; 488333) and inserted the screw tap. The surgeon broke the screw tap during polarus3 surgery. He was not able to remove the broken screw tap tip, and it remains in the patient's body. This report is related to report number 3025141-2022-00076 which is on the locking nail. This report is on the screw tap.